Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the calcified right common femoral artery (rcfa) was attempted using a proglide device with a 6f sheath after a percutaneous diagonal coronary artery dilatation procedure. Reportedly, when the proglide needles were removed, no suture was present. When device removal was attempted, the foot could not be closed. After several attempts to close the foot, the physician could see that the device was cut at the junction between the metallic part and the distal part (of the sheath). Forceps were used to close the foot and the proglide device was removed. A balloon was placed via left common femoral access to control the bleeding and a non- abbott device was used to achieve hemostasis in the rcfa. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.